Event description:
On (B)(6) male patient reported to his home therapy nurse that he had not been feeling well. The patient was admitted to the hospital on (B)(6) 2015 and was dialyzed using another manufactures hemodialysis system. The patient was discharged on the afternoon of (B)(6) 2015. The hcp assessed the event as possibly related to the nxstage therapy.

Manufacturer narrative:
Though requested, the cycler has not been returned by the reporter for investigation. Should the cycler become available for investigation, a supplemental report will be filed. Nxstage medical considers this report closed. No additional information will be provided.